Event description:
The libre2 cgm sensor was reading low in comparison to blood glucose readings via test strip on the same libre2 reader as is/was used to scan the cgm. Test strip lot: 45001 85239, test strip expiration: 2023-01-31. The cgm reading offset was consistently averaging 35-40 points low in comparison with the test strips when the test strips were reading between 95 and 130. I generally don't have reading issues with the libre2 sensors, except for those with a 12/31/2022 expiration date. This is the 4th sensor to have failed early with that same expiration date. Two other cases were created for two of those failed sensors, one sensor (separate report) failed 3 days early, but was only reported today, despite having failed on (B)(6) 2022. And a 5th sensor of the same expiration date failed after this one, but will be on a separate report. FDA safety report ID #(B)(4).